Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through remote merlin.net transmission with appropriate vt episodes, it was noted that some of the episodes recorded an inappropriate return to sinus after atp delivery. The vt was eventually appropriately detected and converted the patient. Patient experienced dizziness and shortness of breath during the event. Patient was called in clinic for further evaluation and programming changes were made. Patient¿s condition was stable post device reprogramming.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient experienced another rhythm. The rhythm was treated with atp and slowed to the monitor zone where therapy ceased. The patient reported pre-syncopal symptoms during this time. Eventually the rhythm accelerated to the vt2 zone and received a high voltage shock. The rhythm degraded to vf. The patient passed out. A second high voltage therapy returned the patient to paced rhythm. Further programming changes were recommended.